Event description:
The customer contacted the philips response center in the united kingdom to report an issue involving a pt death.

Manufacturer narrative:
(B)(4): the customer contacted the philips response center in the (B)(4) to report an issue with a philips intellivue x2 involving a pt death. Per the available info, the reported x2 was used as a companion on an un-specified intellivue mp70 monitor during an unk described procedure. The pt was admitted and connected to the monitor and during procedure, the pt suffered a cardia arrhythmia. There was no report regarding a missed alarm or that treatment of the arrhythmia condition was delayed due to philips monitoring equipment. The customer's actual problem was about retrieving retrospective data from the monitor after the pt condition had occurred. When the hospital biomed (reporter of this case) attempted to retrieve retrospective data, no data could be found. According to the biomed he had connected the x2 to a spare mp70 earlier, but could not find any pt data of the procedure. Upon request, the response center engineer (rce) confirmed that there was no issue with the monitor performance during the pt condition. The customer's issue was solely about retrieving retrospective data. The rce indicated that she walked the customer through possible ways to check for data, but that they were unsuccessful. The next day, the customer called back as they eventually found data of the timeframe in the x2 again, but weren't able to upload it to the mp70 (and therefore couldn't print). It remains unk why the customer was not able to find this data while troubleshooting with the rce on the phone. A philips account manager (am) was to f/u with the customer to check and discuss data transfer configurations on the customer's intellivue equipment. This is being reported only because a philips device was in use on a pt who died. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.